Event description:
The customer initially called to report that the buttons on the insulin pump were not responding. Troubleshooting was performed and the buttons did not respond after changing the battery. The customer's mother later called stating that the customer was hospitalized for low blood glucose levels, nausea and vomiting. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of knowledge.